Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable was damaged preventing the pump from charging. No reported adverse impact tot he customer's blood glucose. The customer received a replacement charging cable to resolve the issue.